Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot #: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 18-jun-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the patient was not getting 50% effectiveness. The patient stated their hcp had performed lead wire place to fix leakage or incontinence issues. There were no further complications that have been reported as a result of this event.